Manufacturer narrative:
Product evaluation: the intraocular lens was returned to the manufacturing site for investigation. A visual inspection was performed. The lens is cut in half, most probably to make explant possible. Considering the condition of the returned lens, additional analysis was not possible. The complaint could not be confirmed. Manufacturing record review: the manufacturing records for the lens were reviewed. There were no non conformances with respect to the manufacturing process. There were no associated nonconformity reports or deviations. The complaint related test is the optical measurement performed at final inspection. The in-line optical inspection data showed that the lens was within specification in terms of optical and cylinder power and resulting contrast. A search on complaints revealed that no other complaints for this production order were received to date. During the manufacturing record review of the production order for this serial number, no non-conformances were identified. The documentation showed that the production order was manufactured according to specifications. The lens met specification prior to release. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Implant date: additional information was received by the manufacturer. The implant date entered on the initial MDR is incorrect. The correct implant date is (B)(6) 2015. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported than an intraocular lens, model zct150, was explanted from an eye of a female patient due to the surgeon implanted an incorrect power. Patient was reported to be doing well post exchange. No further information was provided.